Event description:
While deploying the z-med balloon inside the valve it ruptured. It was then wrapped around the wire in the patient. The physician was able to pull the balloon out with difficulty, and the sheath in the groin was bent during the extraction process.